Manufacturer narrative:
(B)(4). This report is being submitted late due to hospital restrictions in response to the covid-19 pandemic. The returned tasp exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00279, 0001822565-2021-00282, 0001822565-2021-00286.

Event description:
It was reported via worn instrument return form that the trial articular surfaces were returned with two devices fractured and two devices missing bearings. These instruments were collected over a period of time by sales representatives and were given to the office in bulk. There is no specific case that these broke in.